Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received an external flash error alarm. Customer was able to clear alarm with the act and esc buttons. Customer was assisted with rewinding and reprogramming insulin pump. Customer's blood glucose was 258 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display after counting up to number 7 due to a faulty component on the mother board. Unable to verify for check setting alarm or other error alarms due to the blank display. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.